Manufacturer narrative:
Device return is unknown. Occupation = unknown. PMA/510(k) # = k142829. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the white valve of a flexor ansel guiding sheath leaked blood. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial report: as reported, during an unknown procedure, the white valve of a flexor ansel guiding sheath leaked blood. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. Investigation - evaluation. Reviews of the instructions for use (IFU), quality control procedures, drawings, and manufacturer¿s instructions were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. No gaps were discovered in the manufacturing instructions, drawing, or quality control procedures for this device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. An IFU is provided with this device, which states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the IFU goes on to note ¿bleeding¿ as a potential adverse event. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be determined. Possible reasons for the failure include a manufacturing deficiency, procedural difficulty, and/or user handling but there is not enough information in this case to confirm a conclusion. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.